Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-18675. It was reported that the patient was unable to set the system into MRI mode due to high impedances on both leads. As such, surgical intervention took place wherein the leads were explanted and replaced with a new lead addressing the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-18789. Information indicates that the entire system was explanted and replaced addressing the issue.